Manufacturer narrative:
Initial reporter facility name - (B)(6) medical center. No samples were received for investigation of pr (B)(4), in which the customer has stated: ¿medical staff noticed a crack on the side of the connector due to clinical use, and medication was found to be leaking out during infusion¿. The product in use at the time is reported to be a mz1000 china from lot 22115621. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 22115621 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 china products in the past 12 months.

Event description:
It was reported that bd maxzero needless connector was cracked. The following information was received by the initial reporter with the verbatim: on 2023-8-25 medical staff noticed a crack on the side of the connector due to clinical use, and medication was found to be leaking out during infusion. The department reported the adverse event, while the hospital purchasing department contacted the supplier and the manufacturer to inform them of the situation. The manufacturer promptly replaced the faulty consumable with the department and actively checked the same batch number for problems.